Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
This event occurred at universitatmedisch centrum rotterdam in the netherlands. Investigation conclusion: a direct correlation between the reported events and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It should be noted that the account reported that the lvad was working as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ~ 1 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2019. It was reported through patient outcome that the patient was expired on (B)(6) 2019 due multi organ failure and right heart failure. Per information provided, the outcome was not device or therapy related. No autopsy was performed and the device will not be returned. No further information was provided.